Event description:
Healthcare professional reported "capsular contracture IV" and "late seroma". This relates to the right side. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Healthcare professional reported "capsular contracture IV" and "late seroma". This relates to the right side. The device remains implanted.